Event description:
Patient reported the up/down buttons on the infusion device do not function correctly. The infusion device also displayed an e8 power interrupt error, and patient was unable to clear the error message. Patient delivered insulin via pen until the infusion device was exchanged on (B)(6) 2012. In the evening on (B)(6) 2012, patient's blood glucose was 18.7 mmol/l (336.6 mg/dl) and 4 units of insulin were delivered via pen. Later, patient's blood glucose decreased to 1.2 mmol/l (21.6 mg/dl). Patient's parents called the paramedics, and the patient was treated with glucose. The infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.